Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography on a male using a jag precursor guidewire device, "the hydrophilic tip peeled off". The physician had passed the guidewire into the sphincterotome and was trying to "negotiate into the stricture (when) the hydrophilic tip peeled off". The physician removed the device and completed the procedure successfully using a different device. Several attempts have been made to find out if the tip had been received to no avail. No patient complications were reported.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress. Results of this device history record review will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.